Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "unable to open door." Test winch motor with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed one of the brass guide rollers for the cable was jammed, not allowing the cable assembly to operate correctly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated d9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and the reported issue was confirmed and reproducible. The issue was caused by the door winch, more specifically due the one of the pulley that was completely jammed and not sliding on the rod and both close/open steel cables came off the pulleys. Replaced the door winch and completed full system checkout, all tests passed successfully, the system was fully functional and ready for clinical use. B01, c07, d02, g04035 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that he door was not opening. No patient was present at the time of event.